Event description:
This ra lead was implanted on (B)(6) 1998 and was capped and replaced on (B)(6) 2013 due to noise on electrogram (egm) and low impedance trend of 200 ohms. The physician was dr. (B)(6) hospital of the (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).